Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic was torn/split/cracked and cut into to multiple pieces, typical of insertion and removal. Multiple scratches, smaller cracks, and scrape marks were observed on the anterior and posterior sides of the lens, which may have been interpreted as the reported "indention" complaint. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The associated viscoelastic was not provided. It is unknown if a qualified product was used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. Lens damage was observed that may have been interpreted as the reported "indention" complaint. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation, it was noticed that the lens had indentations on it. The surgery was competed on the same day. Additional information has been requested and received stating the lens was inserted into the eye and then cut out when the "indention" was seen on the lens. No harm done to the patient, another lens was implanted, and the surgery was successful.